Manufacturer narrative:
Following the investigation on the returned product that was performed on (B)(6) 2017 , it was found that the device was not fractured as the customer had initially reported. As a result, the prior submission for MFR- 0001038806-2017-00472 submitted on: 08/03/2017 is no longer considered a reportable event by the manufacture and no further reports will be submitted for this event. Device is not manufactured, distributed nor imported by zimmer biomet and consequently is not reportable by zimmerbiomet.

Event description:
The doctor indicated that a patient was presented with a fractured abutment screw (uniht) on (B)(6) 2017. The implant remains placed. All fractured parts of the screw were removed from the implant.